Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed a cassette not attached error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: date returned to mfg.: 7/14/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the cassette was not attached, resulting in an error¿ was confirmed through pump power up test and occlusion test. Further investigation found downstream occlusion (dso) and upstream occlusion (uso) seals delaminated, battery door missing, and lens nicked. Replaced dso and uso seals, battery door, and lens. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.